Event description:
It was reported that noise was observed on the electrograms. The patient performed isometrics but could not reproduce the noise. The lead impedance in both configurations was less than 200 ohms. The lead remains implanted and will be x-rayed.

Manufacturer narrative:
Na